Event description:
It was reported that during a hemodialysis procedure, a balloon rupture occurred. The target lesion was a fistula in an unknown location. Upon inflation the 8.0x40mm mustang balloon ruptured along the circumference. No patient complications were reported.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).